Event description:
During afib ablation case, an intact viewflex ice catheter was inserted into the body and was working correctly. It then stopped working and when removed from the body, the tip of the catheter was cracked. Ice catheter was switched for a new catheter. Abbott vendor, aware and will replace catheter.